Manufacturer narrative:
This report is submitted on january 09, 2018 by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced intermittencies with device use. Subsequently, the device was explanted on (B)(6) 2018 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
This report is submitted on march 29, 2019.